Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported while cpc was onsite for pump education that the operating room reported occurrences of the channel/module identification (a, b, c or d) not illuminating or lighting up on alaris pump modules when they are setting devices up for infusions in the main or and open heart rooms. There was patient involvement but no patient harm. No further details were provided by customer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported while cpc was onsite for pump education that the operating room reported occurrences of the channel/module identification (a, b, c or d) not illuminating or lighting up on alaris pump modules when they are setting devices up for infusions in the main or and open heart rooms. There was patient involvement but no patient harm. No further details were provided by customer.